Event description:
It was reported that an unspecified system error occurred on a homechoice device. This system error occurred during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2046 was identified during a review of the event history log. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the condition. Functional testing was performed and the cause of the condition was determined to be stuck manifold 3-way valve. To correct the condition, the manifold 3-way valve was replaced. Should additional relevant information become available, a supplemental report will be submitted.